Manufacturer narrative:
(B)(4). The service engineer uploaded the latest version of the operational software. The unit passed all testing and operates within the manufacturing specifications.

Event description:
The customer reported having replaced the breath delivery unit (bdu) printed circuit board (pcb), due to vent inop condition.